Event description:
It was reported the coil prematurely detached during preparation. The device was not used in the pt.

Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. (B)(4)